Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) for similar device could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: imaging confirmed two perforations with celect primary legs, one of the legs penetrating duodenum. Greater ivc reduction during valsalva is considered an effect of filter perforation rather than a cause of perforation. Filter perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot and rpn were not provided, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to journal article: a major penetration 29 days after placement of a celect ivc filter in a (B)(6) man with pe and a contraindication to anticoagulation therapy. One strut penetrates into the duodenum and the second strut adjacent to the aortic wall. Patient outcome: the filter was retrieved (with gtrs-200-rb) without difficulty. No complications occurred.